Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter when putting the catheter in place, the nurse spotted that the tip of the catheter was cut and could have caused emboly if it detached and went inside the patient. When laying the catheter, checking the integrity of the material, the nurse found that the polyurethane tip of the cathlon did not appear to be integrated (there was a piece of plastic at the end). In the face of the risk of embolus if this end was to come off in the patient, the catheter was not used and was discarded.

Manufacturer narrative:
Investigation summary: observations and/or testing was not conducted because no units (samples) or photos were provided for this incident for the alleged defect of foreign matter, as stated in the pir. DHR review for lot: 8178688; was conducted for this investigation; which disclosed the following: the lot was built & packaged on afa line (B)(4) from 01jul2018 through 07jul2018 for a quantity of (B)(4) ea. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Conclusion(s): relationship of device to the reported incident; indeterminate - no units or photos were provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. Without the actual sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the defect stated in the pir.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter when putting the catheter in place, the nurse spotted that the tip of the catheter was cut and could have caused emboly if it detached and went inside the patient. When laying the catheter, checking the integrity of the material, the nurse found that the polyurethane tip of the cathlon did not appear to be integrated (there was a piece of plastic at the end). In the face of the risk of embolus if this end was to come off in the patient, the catheter was not used and was discarded.